Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that during use of a cadd medication cassette with green flow stop the pump exhibited a "pump won't run" alarm. Per reporter the alarm message would not resolve after multiple troubleshooting attempts. Per reporter the residual volume was 66.3 ml, rate 2.2/24hr and given 32.20 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.